Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) was stored in a cold environment and has now been brought in to the representative's house to warm the device up prior to interrogation. Upon device interrogation, the battery voltage status was reported to be 3.19v, but the gas gauge needle was not bol (beginning of life).